Manufacturer narrative:
Spacelabs technical support was unable to reach back out to the customer to assist with troubleshooting due to a phone outage as a result of weather. Following recovery of their phone services the customer confirmed that they were able to resolve the issue, however further details regarding the failure were not provided.

Event description:
The customer reported that while monitoring patients on a xhibit central station all patients suddenly went offline. There was no patient or user harm associated with this event.